Event description:
Pt reported pump malfunction (serial number and expiration date: not provided). She reported that she changed her cassette and not too long after, the pump was beeping for low reservoir volume. She stated that the pump showed volume of 98.3 ml and did not go down at all. Pt thinks that she might not have been infusing for about an hour. She moved the cassette to her backup pump and was able to continue with the infusion successfully. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product fault occurred while in use with pt. Product fault occurred while in use with pt. Product issued did not cause or contribute to pt or clinical injury. Device is available for investigation pending return by pt pharmacy replacing device. Infusion is life sustaining. Reported to (B)(6) by pt/caregiver.